Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies with device use, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device on (B)(6) 2012.

Manufacturer narrative:
(B)(4).